Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was at end of service (eos) and therefore could only be partially interrogated. Capture could not be confirmed; however, the patient does not require pacing. The patient is not interested in replacing the device at this time so it remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.